Event description:
It was reported that the patient received 14 inappropriate shocks, and that there was noise and oversensing. There were 445 short interval counts over the course of less than a day. The lead was explanted and replaced. No further patient complications were reported as a result of this event. It was later alleged by attorney that "in 2007" the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including, but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." An additional report from a hcp stated there was a lead fracture due to subclavian crush, the patient sustained 15 shocks, and there was noise and high impedance greater than 3000 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.